Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported a misidentification of group g streptococcus as streptococcus pyogenes (group a) in association with the vitek ms system. Biomérieux investigation was conducted. The customer informed biomérieux that the strain was no longer viable, and will not be submitted for investigational testing. Log files, associated with the streptococcus pyogenes identification, submitted by the customer were analyzed. - fine-tuning criteria are met, and spot preparation seems adequate. - the spectra collected are not sufficient or the sample tested is an atypical strain. - comparison of the spectra for the two different organism identifications shows both spectra have a comparable number of good peaks (including peaks with high weights) for streptococcus pyogenes or streptococcus dysgalactiae. It is not possible to determine the correct identification based on these data. Without the strain for testing, no further investigation is possible. There is no evidence to suggest the vitek ms is performing outside of specifications.

Event description:
A customer in (B)(6) notified biomrieux of a misidentification with the vitek&#59405;s (reference (B)(4). The customer reports that an organism was incorrectly identified as group a strep; the correct organism, group g strep, was confirmed by the customer using a latex test. Based on the information provided, there was no adverse events, negative patient impact or delay in results. An internal biomrieux investigation will be initiated.